Manufacturer narrative:
The reporter's meter and one returned test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. The reporter's meter was also tested with retention test strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr; qc 2: 5.1 inr; qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results when testing with coagucheck vantus meter serial number (B)(4). The patient received his coagucheck vantus meter on (B)(6) 2022. On (B)(6) 2022 the patient noted that the batteries has leaked in the meter and found corrosion in one battery terminal. After cleaning out the battery terminals and changing the batteries, the meter worked again. The patient is not sure if the original batteries that the meter kit had come with were used. On (B)(6) 2022 the meter did not power on and there was more corrosion in the battery compartment. The patient cleaned out the battery contacts again and the meter then powered on and the following results were measured. At 10:45 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.7 inr. At 10:56 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 2.9 inr. For the repeat test, a sample from a different finger was collected. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a bi-weekly testing frequency.

Manufacturer narrative:
Occupation is patient/consumer. The meter and strips were returned for investigation. Replacement product was sent. The investigation is ongoing.